Event description:
Reporter noted posterior capsule tear occurred during case. When attempting to do vitrectomy, cutter wouldn't work. Tried another vitrector, then switched out unit to complete the case. Both probes worked on another system.